Event description:
Sixty-six year old female with multiple medical problems including cad-s/p stents 2007, copd, htn and obesity complained of shortness of breath. Admitted for elective cardiac catheterization and possible ptca. During an attempt at ptca of the circumflex artery, the guidewire that was used was removed and noted to be fractured at the end, with approximately 10 cm remaining in the posterior lateral branch of the circumflex artery. Multiple attempts at percutaneous retrieval were unsuccessful requiring pt to undergo surgical removal in the operating room. Guidewire was removed intact; full disclosure to pt and family made.